Manufacturer narrative:
Lifting of heavy objects following this type of surgery is not recommended.

Event description:
A female underwent surgery where the device, cytrix was used to repair a cystocele in 2005. The pt was seen by her surgeon five months later, and was diagnosed with recurrent cystocele of moderate intensity. The pt also indicated, that several weeks after the initial surgery, her husband had suffered a seizure and that she lifted her husband. The pt underwent additional surgery one month later, at which time it was noted that the cytrix implant was intact and good tissue growth was evident. The surgical site was treated and the pt is doing fine. The surgeon indicated that, the recurrent cystocele was not related to the device but was probably related to the pt having lifted her husband following her initial surgery.